Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed a blurry screen. A loaner unit was sent . There was no patient harm or injury reported .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The screen malfunction was observed on site. The fse also cleaned the screen assembly (card + cable connector), verbatim "deoxidation of the screen assembly (card + cable connector)". No parts needed to be replaced. The fse carried out functional equipment testing according to manufacturer recommendations. Functional check with patient simulator and iapb consumable, as well as the equipment being tested according to the manufacturer and operational ecme protocol was used.

Event description:
N/a